Manufacturer narrative:
Evaluation summary: the customer indicated the use of an approved cartridge and handpiece. The cartridge and handpiece product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The viscoelastic indicated is not qualified for the cartridge use. The product investigation could not identify a root cause. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received. (B)(4).

Event description:
A customer reported that following an intraocular lens (iol) implant procedure, the patient was not able to adjust to the iol and had very blurry vision. The patient was not able to return to work due to the blurry vision and the patient was not satisfied with the lens. The iol was exchanged at a different facility. Additional information was received from the customer, who reported that the outcome of the event resolved with the iol exchange. Bilateral preoperative relevant test data was provided, however, there was no information provided to indicate which eye was implanted with the iol reported. No further information is expected as the patient had the iol exchanged at a different facility.